Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-12030 and 2015691-2023-12755.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tavr in a previously implanted non-edwards surgical valve. During insertion of the 2nd esheath and the first 26mm s3u valve/delivery system, the stent frame caught on calcium and bent, making it unsafe to deliver. The decision was made to remove the entire system and prep a 3rd esheath and 2nd valve. The second valve was able to be safely delivered and patient left room in stable condition. There was no damage noted on the 2nd esheath upon removal. The seam was somewhat separated as expected, but this did not cause any vascular trauma to the access vessel. The valve and commander and sheath were removed from the patient without any resistance and came out well. Per pre-decontamination evaluation, the 2nd esheath liner was torn, there was a liner strand.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Liner thickness was measured along the liner tears and along the distal (2nd) liner strand. Due to the nature of the liner tears, measurements were taken on one side only. All measurements met specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components, sheath liner torn, and sheath liner strand were confirmed through evaluation of the returned device. An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required . The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As reported, ''the patient presented with tortuous and calcified arteries''. Additionally, per evaluation of returned device, the sheath shaft was slightly curved. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As reported, ''the patient presented with tortuous and calcified arteries''. Additionally, per evaluation of returned device, the sheath shaft had scratches. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and/or liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exacerbate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (valve caught on liner, excessive manipulation) may have contributed to the reported event. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. No further action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.